Event description:
A user facility reported to olympus that during reprocessing of the evis exera iii colonovideoscope, the qtip broke off inside the biopsy port of the scope. Upon inspection and testing of the customer returned device, foreign material was found clogged in the scope biopsy channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, brush passage restricted in the biopsy channel, slow leak on biopsy channel, cracked on bending section rubber glue, light tube buckled, scope connector dented biopsy channel clogged, insertion tube surface scratched, light lens chipped, distal end cover scratched, control knob loose, and angulation up/down and left/right down. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as foreign material in the biopsy channel - however, the material could not be further identified. A further cause could not be presumed for the suggested phenomenon. Olympus will continue to monitor field performance for this device.